Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3713 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported the screw does not fit and the medication is leaking. They have had to change PICC's on the move that they have already had in place. It leads to delays in medication, delays in the consultation and unavailability of the devices. It was reported this occurred with two devices. This report addresses the second device.